Manufacturer narrative:
Per tandem user guide: the cgm transmitter wirelessly sends your sensor glucose readings to your t:slim x2 pump. You must snap the transmitter into the sensor pod after you insert your sensor. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, connection was regained by firmly snapping the transmitter into place. No additional patient information was available.